Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 (mg/dl). Customer consumed food and juice to raise bg level. During troubleshooting with tandem customer technical support, the pump performed as intended. Recommendation was made to consult health care provider to discuss factors that may affect bg levels.